Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection found missing red dot on the connector. A functional evaluation found a handpiece sensor fault. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The complaint was confirmed and the root cause has been associated with an electrical component failure. Factors that could have contributed to the reported event include an internal short or component failure of the hall board.

Event description:
It was reported that during a surgery the motor drive unit was not working. It is unknown if there was an available back up device or a significant delay during the procedure. No patient injury or other complications were reported. Results of investigation have concluded the mdu functional evaluation found a handpiece sensor fault; therefore, makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.